Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during combined approach tympanoplasty operation, stimulator probe which when attached to a patient it is only giving a reading intermittently. Intermittent signal loss but did work when required. The procedure completed with reported product. The issue was not resolved by troubleshooting. There was no patient impact in this event.

Manufacturer narrative:
H3: the nim-response 3.0 software version is: gui: v2009.9.21.1500 dsp v2009.9.16.807. This is very old software and cannot be upgraded anymore without problems. Previous codes b17, c20, d16 and g2030 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.